Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostoma procedure. The exact procedure date is unknown however it had been placed for six months.according to the complainant, during procedure, the internal bolster bumper of the initially placed device detached inside the patient's stomach. The physician retrieved the bumper endoscopically. In addition, the cap of the y-port adapter detached. The procedure was completed with another securi-t percutaneous replacement gastrostomy tube.the patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (4) - components detached; retrieved from patient.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation as the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B) (4)